Event description:
During an avf treatment after pushing and torqueing (several times), the mirage guidewire broke and the distal part stayed in the pt. The physician decided to leave it in place and not to attempt to retrive it. No complications were reported to have occured with the pt as a result of this event.